Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause tracked to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center. During the device analysis, the service repair technician indicates that under poor image quality, dim image found. There was no patient involvement.